Event description:
Information received does not address the the patient's clinical status but notes that during a routine follow-up, interrogation observed asynchronous pacing at 55 ppm. The magnet response had been programmed to "temporary off". The nurse programmed it off which ended the asynchronous pacing. After programming to initial values, interrogation caused the asynchronous pacing to recur, but stopped when the telemetry wand was removed.